Manufacturer narrative:
The reported events were stylet insertion failure. A stylet test during analysis could not be fully inserted inside the lead due blood found inside the inner coil at the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the stylet could not be inserted into the lead. A different lead was used to resolve the event. The patient was stable and there were no adverse consequences.